Event description:
It was reported that the catheter was placed on (B)(6)2019 . On (B)(6)2019 , the catheter was removed because leakage from the upper arm was found. When the removed catheter was confirmed, it was found that the catheter was damaged near the 8cm depth marking of the gray lumen. It was stated the catheter was not trimmed, and the insertion site was secured tightly with a suture. There was no reported patient injury. <administration of medication> white lumen: saline solution, furosemide, norepinephrine, kcl red lumen: saline solution, dose of medicine, contrast media gray lumen: saline solution, dexmedetomidine, fentanyl, propofol, landiolol, midazolam.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5fr triple-lumen (t/l) powerpicc was returned for investigation. The catheter exhibited evidence of use. The extension legs were discolored and non-vad injection caps were attached to the connectors. The printing on the extension legs with the white and grey lumens stated, ¿no contrast¿. The catheter had been trimmed to length at the 40cm depth mark. Sutures were tied around the catheter between the 4 and 5 cm depth marks and at the 8 cm depth mark. The sutures were moved down the catheter shaft, which exposed longitudinal splits between the 4 and 5 cm depth marks, between the 7 and 8 cm depth marks, and at the 10 cm depth mark. A circumferential split was also observed at the 10cm depth mark. The longitudinal split at the 10cm depth mark was approximately 3mm in length. The other longitudinal splits were approximately 4mm in length. A tactual investigation revealed elastic weakness in the tubing between the molded trifurcation and the 15cm depth mark. A microscopic examination revealed that the adjoining surfaces of the split tubing were smooth and granular. The characteristics of the observed damage are consistent with rupture due to over-pressurization and/or fatigue. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. Fluid leaked from the splits when the white and gray non-power injectable lumens were flushed with water. No fluid was exiting the catheter at the distal tip of the non-power injectable lumens. The lumen with the red connector was patent to infusion and no leaks were observed in the power injectable lumen. The wall thickness of the lumens with the white and gray luer adaptors was found to be within specification. It is possible that the ruptured lumens were inadvertently used for a power injection and/or damaged from fatigue. The instructions for use (IFU) warn, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ the IFU also states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ since the damage occurred (B)(4) days after insertion, the reported leaks appeared to be associated with use of the device. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was placed on (B)(6) 2019. On (B)(6) 2019, the catheter was removed because leakage from the upper arm was found. When the removed catheter was confirmed, it was found that the catheter was damaged near the 8cm depth marking of the gray lumen. It was stated the catheter was not trimmed, and the insertion site was secured tightly with a suture. There was no reported patient injury. Administration of medication: white lumen: saline solution, furosemide, norepinephrine, kcl. Red lumen: saline solution, dose of medicine, contrast media. Gray lumen: saline solution, dexmedetomidine, fentanyl, propofol, landiolol, midazolam.